Manufacturer narrative:
Product ID 7489-10, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product typ extension product ID 309328, lot# 0204025183, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product typ lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator model 3023, serial # (B)(4) found no anomaly. Analysis of the lead model 3093, lot # 0204025183 found no significant anomaly. The body of the lead was cut through and segmented. Analysis of the extension model 7489-10, serial # (B)(4) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and had pain at the implantable neurostimulator (ins) site. The pain had been occurring for "a long time" (no defined time was given). The patient initially had "satisfactory" therapeutic effect and felt stimulation in the lower buttocks. Over the past few months, the patient felt a "shooting pain" across the buttocks and had the device and leads explanted. The patient recovered without sequelae. If additional information is received, a follow up report will be sent.